Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a lost sensor anomaly on the insulin pump. The customer's blood glucose level was 340 mg/dl. The customer stated that the insulin pump is not communication with the transmitter. It was explained to the customer that insulin pump no longer receiving data from the transmitter. The patient was advised to select "find lost sensor" and sensor connection was re-established and customer got meter blood glucose now. The toubleshooting was unable to complete because the customer was disconnected from the call and attempting to call back but no answer.